Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It is still implanted.

Event description:
It was reported that the patient shows sensitivity symptoms on the right side since the revision surgery. The surgeon reported that the reason for this event is still under investigation. Several attempts were made to gather more information which was not successful. Any receiving information will be reviewed, analyzed, and added to this complaint.

Manufacturer narrative:
The reported event cannot be confirmed as no evidence of the patient¿s allergy tests were provided. ,the patient presented to the third surgeon due to non-specific symptoms such as a general tenderness to the joint and occasional throbbing and itching sensation. The surgeon reached out to stryker asking for the device¿s material composition and the possibility of material sensitivity. The engineering department reviewed the case history and confirmed that the patient received an all-titanium device per the surgeon¿s request and the second surgeon debridement the joint and placed a new co-cr mandibular component device with the existing fossa. Therefore, it is likely that the patient¿s symptoms are due to material sensitivity to the co-cr device. Additionally, it was recommended to rule out a possible infection. Based on the investigation, there is no indication for an incorrectly working product or any design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. H3 other text: it is still implanted.

Event description:
It was reported that the patient shows sensitivity symptoms on the right side since the revision surgery. The surgeon reported that the reason for this event is still under investigation. Several attempts were made to gather more information which was not successful. Any receiving information will be reviewed, analyzed, and added to this complaint.